Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) after being implanted for 32.5 months declared elective replacement indicator (eri) as a result of incorrect charge times.